Event description:
It was reported that the patient's hands were not functioning well yet. It was clarified that "they had only started on the right side and would go into the left side at a later time." The patient went in for his 2nd programming session one day prior to the report and it was stated that "they put 2 leads in his head and they said one of them was not working." It was stated that the patient was almost to the highest voltage that his doctor could go. His right hand was "much better." After the first programming his right side was good for about a week, then about every other day and at the time of the report it was not as good, "it was better but it was not even close." It was stated that it had been a couple weeks by the time of the report that the patient would say it was not working as good. The patient "couldn't write as usual... It was just really frustrating, but it would get better." He could draw a halfway circle or a square but at the time of the report he couldn't do that at all. He tried to one day prior to the report after the 2nd programming, but it didn't work. This started about a week after the first programming session. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0apd4, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0apd4, implanted: (B)(6) 2013, product type: lead. (B)(4).